Manufacturer narrative:
Corrections. Additional information: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied on the cage during anchoring plate insertion or the patient having hard bone. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a roi-a cage did not thread correctly onto the implant holder, and then fractured while the surgeon was installing the anchoring plate intraoperatively. The surgeon did not use the awl prior to attempting to install the plate. The cage was removed and replaced with a new one and the procedure was completed with no impacts to the patient; the cage was discarded by the operating room staff.

Event description:
It was reported that a roi-a cage did not thread correctly onto the implant holder, and then fractured while the surgeon was installing the anchoring plate intraoperatively. The surgeon did not use the awl prior to attempting to install the plate. The cage was removed and replaced with a new one and the procedure was completed with no impacts to the patient; the cage was discarded by the operating room staff.

Manufacturer narrative:
G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by k153495 under product code max. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.